Event description:
On (B)(6) 2013, a drill sleeve became stuck with a schanz screw while an external fixation was placed on a male patient. The sleeve and screw were not able to be separated from each other. It was reported that the shaft of the screw appeared to be bent. A larger sleeve with another screw was used to complete the procedure. It was reported that the procedure was delayed six minutes and was successfully completed. The reporter tried unsuccessfully to separate the sleeve and screw on the back table using a periosteal elevator (399.36) and reduction forceps. In the attempt, the tip of the periosteal elevator and the handle of the reduction forceps were broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.